Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that electrode that was bent was more distal to the battery. It was towards the end of the poles.

Event description:
It was reported that as soon as the deep brain stimulator electrode was opened the doctor had noticed the proximal end of the electrode was severely bent. It was noted that the doctor removed the stylet thinking that was the issue and tried inserting a new one but the electrode was still bent. The product was not used in the patient and was replaced. There was no harm, injury or death. No actions were required as a result of the event. The patient was stable.

Manufacturer narrative:
(B)(4): analysis of the lead (lot# va0bde5) found no anomaly; the distal end of the lead was straight. Analysis of the stylet (lot# unknown) found the stylet wire was bent 3.5cm and 6.0cm from the distal end.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.